Event description:
According to the medwatch ((B)(4)) "after standard safety checks on an arrow catheter it was placed in standard fashion in the right radial artery. When going to connect pressure tubing, staff noticed that a wire or needle was inside the catheter. Physician carefully retracted the catheter with the needle broke off from the arrow kit, still retained inside it, and held pressure and confirmed all parts and the wire were not retained in the patient. A new device was used , and the procedure was completed as planned with no harm to the patient.".

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the needle cannula was detached from the hub. No adhesive was found in the hub or on the proximal end of the needle cannula. The outer diameter of the separated needle cannula measured to be 0.0282" which is within specifications of 0.0280-0.0285" per product drawing. The total length of the separated needle cannula measured to be 3.8" which is within specifications of 3.797-3.807" per product drawing which indicates no pieces of the needle were missing. The inner diameter of the needle hub measured .030" which is within specification of .029-.031" per product drawing. The separated needle cannula was able to be easily removed and advanced within the hub, once the biological material was removed from the cannula. A device history record review was performed with no relevant findings. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula was separated from the needle hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch ((B)(4)) "after standard safety checks on an arrow catheter it was placed in standard fashion in the right radial artery. When going to connect pressure tubing, staff noticed that a wire or needle was inside the catheter. Physician carefully retracted the catheter with the needle broke off from the arrow kit, still retained inside it, and held pressure and confirmed all parts and the wire were not retained in the patient. A new device was used , and the procedure was completed as planned with no harm to the patient."